Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted , a fluid leak was found in the objective lens. Additionally, internal humidity was discovered, causing cloudiness in the image and confirming the user's report. Water tightness was not maintained due to holes found in the rubber portion of the device. The distal end of the subject device was also missing the adhesive and the scope connector side of the universal cord had been cut off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their visera laparo-thoraco videoscope due to the unit producing a cloudy image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that there was a leak in the objective lens. This report is being submitted to capture the leak in the objective lens noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or packing, or deterioration due to chemical stress. In addition, since a curved rubber pinhole was confirmed, it is likely that moisture entered the scope and caused fogging. Olympus will continue to monitor field performance for this device.